Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, runthrough. Guide cath: hyperion jr40. The device was not returned for evaluation. However, there was no leak noted during preparation prior to use, which suggests a product quality issue did not contribute to the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 99% stenosed, moderately tortuous, and heavily calcified concentric de novo lesion in the mid right coronary artery. Following pre-dilatation, a 3.0 x 12 mm nc traveler balloon dilatation catheter (bdc) was advanced to the target lesion; however, resistance was felt with the anatomy. The balloon ruptured during first inflation at 12 atmospheres for 10 seconds. The device was replaced with a non-abbott bdc and the procedure was successfully completed after stent implantation. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.